Event description:
Bearings inside gun fell out onto sterile field on the patient drapes. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Bearings inside gun fell out onto sterile field on the patient drapes leading to a surgical delay of =15 minutes. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -product history review: device history records indicate 25 devices were manufactured under lot 42050816 and 23 devices were accepted into final stock on 21 september, 2016. A review of qt16-09-0075 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, l/n: 42050816, s/n: (B)(4), prodexlot: k08cd shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. H3 other text : device not returned

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bearings inside gun fell out onto sterile field on the patient drapes. Case type: tka. Surgical delay: 15 minutes.